Event description:
It was reported that the device worked initially in the pt. The handle then jammed and facility was unable to open or close the basket. Facility waited two days for the swelling to go down and facility then went in and removed the device with forceps. The pt is reported as fine and has been discharged. The product has not been returned for eval. If the device is returned, a follow-up will be submitted.